Event description:
It was reported the patient experienced increased sensitivity and bruising 3 inches lateral to the device located in right abdomen. The bruise/hematoma developed 4 days ago, although there was no known accident or incident related to this complaint. The patient also experienced pain and tenderness at the device site. The patient also felt stimulation in area of bruise. The patient was unable to tell if he was still getting stimulation in the appropriate location of the lower back. X-rays of lead and / or extension area revealed no apparent break or damage to system. Impedances readings were > 10000 ohms on all contacts in combination with electrode 0. All other electrode combinations were normal. The patient was currently programmed with 5+, 6+, 7-. The hcp indicated he would attempt reprogramming. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).